Event description:
A hospital in (B)(6) reported via our distributor that the airway temperature probe came off the probe port during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product, which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint rt212 breathing circuit was visually inspected. A temperature probe was connected to the airway probe port on the circuit to check whether the connection was sound. Results: visual inspection revealed no physical damage to the probe port. The temperature probe formed a tight connection with the probe port on the complaint circuit. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what has caused the problem as reported by the customer, as no fault was found with the complaint device and it was within specification for this product. The user instructions that accompany the device state: check all connections are tight before use.